Event description:
The customer reported that the canopy has a zipper that is damaged on the side panel, but couldn't specify what type of damage. There was no patient injury reported. Inspection shows that the panel side a slider body is open.

Manufacturer narrative:
(B)(4) - zipper damage. Results - evaluation of the returned product found that the panel side a zipper slider body is open. Panel a has three inch tear in the material at the start of the drainage port. Panel b has six inch tear in the material at the start of the drainage port. (B)(4).